Event description:
Laparoscopic cholecystectomy - "cystic duct and cystic artery located, dissected and clipped using epix universal clip applier provided by company rep during surgery as the device was being trialed. Jaws of the clip applier detached and remained in pt. Upon subsequent f/u for pain, a foreign object was identified by x-ray. Second laparoscopic surgery on (B)(6) 2013, required to removed the jaws. Device was disposable and not kept following initial surgery." Type of intervention: surgery to remove the piece of the epix that came off. Pt status: recovering from 2nd surgery. (B)(4).